Event description:
It was reported that a patient had to be re-operated because the staple line started to bleed. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date a response has not been provided. Should additional information be obtained at a later date, a supplemental medwatch report will be submitted. What was the approximate width of compressed vessel? Can it be confirmed that the entire width of compressed vessel was proximal to cut line? Can it be confirmed that no extraneous tissue was within jaws distal to cut line? Were the tips of device visible during firing? Was the bleeding from staple line or adjacent? What is the current patient status? Was buttressing material used? Was there difficulty with the device during the initial procedure? What was the product code of actual stapler used in the procedure? What is the timeline of events? Was the site of the bleed identified? How was the site of the bleed treated postoperatively? What was the indication for surgery? What was the procedure? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal?